Manufacturer narrative:
Section h2: advanced bionics has been informed that pt was seen at the implant center on 5/20/97 for a complete device evaluation. Device functionality was confirmed at that time. According to info received from the center, pt's mother was unaware that swelling at the implant site is typical with this type of surgery and mistock the swelling as an indication that the implanted device had moved and malfunctioned. There have been no further problems with this patient.

Event description:
According to the info available at this time, pt's mother contacted the implant ctr on april 18, 1997, to report that her daughter was unable to achieve link between the implanted device and the external components of the sys. The ctr has not yet been able to evaluate the pt's sys because the family does not live near the ctr. As such co does not have confirmation of a device failure. Attempts are being made to schedule an appointment for a full device evaluation. Once pt has been seen at the ctr and more info is available. Co will submit a follow-up report to this notification.